Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that during a radial procedure the physician noted that no injection flowed through the r2p destination slender sheath, whether it was hand or power, produced enough contrast for adequate imaging as the hemostatic valve leaked with or without a wire in it. A catheter had to be inserted for imaging to be taken with contrast. The patient was fine, and the procedure was completed without any incident. There were no other devices or equipment used with the reported product.